Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported .the patient is receiving uncomfortable stimulation from his scs system. The patient stated when the system is turned on, he feels more discomfort than pain relief. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient needs an MRI performed. It was also reported the sjm representative offered reprogramming to the patient. However, the patient declined since the device will be removed at a later date.